Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our clinical/medical investigation concluded, based on the available information and the medical records, the root cause of this patient¿s pain and decreased mobility cannot be concluded. The components remain implanted at this time. No current information on the patient¿s status has been submitted. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported a right knee joint aspiration to resolve a painful right total knee arthroplasty.